Event description:
It was reported that when using the bd pyxis¿ medbank tower, the system prompted for validation codes during rxverify and medication removal workflows. The user indicated that validation codes are not utilized at their facility. This behavior impacted the ability to proceed with medication access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network issue. A technical support specialist (tss) found that the system was not connected to the internet, which caused the rxverify issue. After restoring connectivity, the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.